Event description:
It was reported that pulse generator battery data could not be assessed. Interrogation gave a -data not read- message. Measured data on (B) (6) 2010 was 2.65 v, 11 ua and 15.2 kohms. The pulse generator was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.